Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infections could not be conclusively determined. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. The system appeared to be operating as intended. It was reported that heartmate 3 lvas, serial number: (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection, localized infection, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. G, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events leading up to the patient¿s outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient's infections could not conclusively be determined. The relevant sections of the device history records for (B)(6), including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, infection (localized, driveline, pump pocket or pseudo pocket), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for subtherapeutic international normalized ratio (inr) and was hemodynamically stable. Aspirin and warfarin were withheld with reversal of inr. A computed tomography (CT) was performed of the brain and showed no acute intracranial hemorrhage, territorial infarction, or mass effect. The patient was receiving antimicrobial therapy for a chronic driveline exit site infection which developed into bacteremia on (B)(6) 2023. Warfarin was restarted on (B)(6) 2023 with inr based titration which was uneventful. On (B)(6) 2023 morning the patient experienced a headache with right acute visual loss. The CT of the brain showed a left occipital intracerebral hemorrhage (ich). The patient experienced rapid deterioration in glasgow coma scale and required intubation. A repeat CT was done within 4 hours and showed worsening of intracerebral hematoma with acute components, new intraventricular hemorrhage and subdural hemorrhage. The patient was not deemed eligible for surgery and passed away on (B)(6) 2023 due to an intracerebral hemorrhage secondary to an aneurysm and bacteremia. The death was not device or therapy related and the pump operated as expected.